Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stretched coils were confirmed. The reported failure to advance could not be tested as it was based on operational context. The reported break could not be confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire encountered resistance with the patient¿s heavily calcified, mildly tortuous, and 80% stenosed lesion, resulting in a failure to advance. Additionally, it was reported that after removal, stretched coils and a core break were noted on the wire. Analysis of the returned wire confirmed the reported stretched coils; however, no break was observed on the wire. Damage to the core was noted, such as deformation and kinks. It is likely that manipulation of the wire, when resistance was encountered, contributed to the wire damages. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and mildly tortuous lesion in the distal popliteal artery tibioperoneal (tp) trunk. A 300cm hi-torque spartacore 14 guidewire (gw) was advanced towards the target lesion with resistance from the anatomy, and made it to the distal popliteal; however, it could not cross the lesion. The gw was then removed and it was noted that the distal tip of the wire was stretched and looked like it had been torqued around. The coils may have been pulled apart [slightly unraveled]. No part of the wire was separated and the wire was removed intact. A command 18 was then used to complete the procedure without issue. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.